Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence. In a clinical evaluation, ultrasound imaging revealed pressure-regulating balloon fluid loss. Therefore, a surgical procedure was performed and it was noted that the cuff was not adequately located in the urethra; the source of the fluid leak was located in the cuff and was determined to be related to a connection issue. The existing aus was removed and replaced. The surgery outcome was reported as satisfactory and the patient is expected to fully recover.